Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the nitinol wire bent and broke when the guide was removed from the patient. A partial wire, about 2" was left in the patient. The patient is to return on (B)(6) 2020 to have it removed. Went to take the guide out and it bent. There was no rep in the case, patient is male; labrum case. Additional information obtained 2/13/20: the wire fragment was successfully removed on (B)(6) 2020 with no complications.